Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported that the touchscreen will not passed calibration. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised the recommended part is the v60 touchscreen. The customer has advised to close the case.

Manufacturer narrative:
G4:21jan2021; b4:25jan2021. The bio-med replaced the touchscreen to address the reported issue. Performed the touchscreen calibration after and all worked within normal. Limits. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.